Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer changed the infusion set site after each alarm. The customer's blood glucose (bg) level was 280 mg/dl and a correction bolus was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.